Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician thought the insulation of the lead had been cut. He was also having difficulty placing the lead and changing stylets. He changed to a curved-tip needle and attempted to change the stylet but couldn't. The physician pulled the lead out of the needle and attempted to thread the stylet but was unable to. When he examined the lead it appeared to be broken. Add'l info has been requested but was not available as of the date of this report.